Event description:
Info rec'd indicates the head function would not work.

Manufacturer narrative:
The technician found the head up hydraulic valve was defective. He replaced the valve to repair the bed.